Event description:
Customer reported the monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. System operates as intended. This MDR is related to ge healthcare.